Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient wanted to go over their medications: they had a new prescription for antibiotics, and their healthcare provider had taken them off aspirin. They were directed to follow up with their healthcare provider. It was also reported that they did not understand the diary, and they were upset about their night voids; they got up 3 times, but were seeing improvement. No further patient complications are anticipated or expected as a result of this event.